Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 213 mg/dl, and an agent guided the user through an infusion set change with troubleshooting and education provided. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of the event details and provision of device-use troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified at the time of support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.